Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th and 18th distal stent wraps with struts raised and bunched. A kink was evident along the distal shaft; 3.5cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel, though resistance was felt whilst loading mandrel due to kink in distal shaft. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the ostium left main coronary artery and the left anterior descending artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. No excessive force used during delivery. The device did not dislodge off the balloon. It was reported that the physician advanced the stent too far and moved the device few times. It was mentioned that the physician removed the device to check and noticed that the struts on the distal end was deformed (distal few stent struts ¿ two protruding). The stent was removed and replaced by another resolute onyx device. Patient status post-procedure is alive with no injury.